Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has been experiencing differences in readings between sensor glucose and blood glucose levels. Customer stated that the readings can be anywhere from 25 to 50 points off from one another. Customer stated that his blood glucose level was in the range of 450 mg/dl while his sensor glucose was in the range of 300 mg/dl. Customer also stated that having a blood glucose level as high as 450 mg/dl was an isolated event which he was able to treat. Blood glucose level at the time of the call was not provided. No further information was provided.